Event description:
Healthcare professional reported "exchange due to the patient's concern with the product" and "deflation". Healthcare professional reported that device was implanted after the expiration date. Later healthcare professional corrected implant date and device was implanted before expiration date. This is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and use error: observed an opening assessed as fold flaw opening. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Later healthcare professional reported "punctured wall with scalpel".